Event description:
It was reported that the pump was alarming. Per reporter, the cassette was removed and reattached. The patient stated they believe the pump was alarming empty prior to this alarm. Per reporter, the patient restarted the pump but the pump continued to alarm. The patient stated that the cassette was fastened and denied dropping the pump. Per reporter, this event occurred at patient's home, troubleshooting was unsuccessful, and the device was operated by a health care professional. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
No device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed.